Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It has been reported that there was an inaccurate pressure/pressure monitoring, creating a field with blood and unable to reduce the blood flow to the affected limb. There was no harm, but there was a delay of 20 minutes reported. Another tourniquet was used to complete the surgery. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the a.t.s. 2200ts tourniquet by zimmer biomet dover on 26 september, 2019 revealed that there was no significant damage to the housing. It was noted that the pressure issue could not be replicated, and that the battery health was low. Repair of the a.t.s. 2200 tourniquet, serial number: (B)(6), was performed by zimmer biomet surgical on october 1, 2019 which included replacement of the battery and a missing pole clamp knob. The device was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: this complaint cannot be confirmed, as a technician was unable to duplicate the reported pressure issues during inspection of the device. Additionally, for this reason a root cause cannot be selected for the reported event. The device was functioning as intended after the battery was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.